Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated 510k number. Updated description of event.

Event description:
It has been reported that the device speakers are not functioning properly.